Event description:
Reporter stated that he has been using the hairmax laser brush since (B)(6) 2009 and hasn't noticed any hair growth. Reporter stated that according to the box, he should have noticed hair growth within 12-14 weeks. Reporter also stated that consumer reports dated (B)(6) 2010, didn't mention laser brush.